Event description:
A peritoneal dialysis pt contact was reported that dialysis solution is leaking out of the heater bag tubing and into the cycler. Pt contact noticed some fluid on the floor from the tubing. Pt's daughter states no ill effects or antibiotics taken, effluent remains clear. There is a sample available for evaluation.